Event description:
It was reported that the right ventricular lead exhibited loss of capture, sensing anomaly due to dislodgement. The lead was capped and replaced successfully on (B)(6) 2017. The patient was stable post procedure.